Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during prime test due to faulty force sensor resistor. Unable to perform the no delivery test due to prime anomaly. Motor passed motor test. Pump received with cracked battery tube threads, reservoir tube lip, belt clip slot, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 149 mg/dl. Troubleshooting was performed. The device was returned for analysis.